Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported scan values of 4.3 mmol/l compared to built-in meter results of 'hi' (> 27.8 mmol/l). The customer was experiencing symptoms of dizziness, vomiting, diarrhea, and excessive thirst and urination, and went to the hospital the next day. At the hospital, a laboratory blood glucose result of 32 mmol/l was obtained, compared to scan of 4.2 mmol/l, and the customer was diagnosed with hyperglycemia. The customer received treatment of unspecified infusion for the diagnosis. There was no report of death or permanent injury associated with this event. The results of sensor scan reading against built-in meter and laboratory blood glucose when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported scan values of 4.3 mmol/l compared to built-in meter results of 'hi' (> 27.8 mmol/l). The customer was experiencing symptoms of dizziness, vomiting, diarrhea, and excessive thirst and urination, and went to the hospital the next day. At the hospital, a laboratory blood glucose result of 32 mmol/l was obtained, compared to scan of 4.2 mmol/l, and the customer was diagnosed with hyperglycemia. The customer received treatment of unspecified infusion for the diagnosis. There was no report of death or permanent injury associated with this event. The results of sensor scan reading against built-in meter and laboratory blood glucose when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.